Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur due technique related factors, such as inappropriate sizing or use of pledgeted sutures. Anatomical factors may also play a factor in pvl. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The root cause of this event cannot be determined with the available information. However, there has been indication or allegation of a device malfunction. It appears that this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to monitor all reported events. No further action required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a patient with a bioprosthetic aortic valve underwent a redo aortic valve replacement (avr) due to aortic perivalvular leak with severe aortic insufficiency, as well as aortic stenosis. The subject device, implanted for one (1) year and seven (7) months, was replaced with another edwards valve of the same model and size. After the procedure, there was no evidence of perivalvular leak. There were no intraoperative complications. Patient was discharged on pod #4. Intraoperatively, the patient was noted to have complete valve dehiscence between the left and right coronary ostium as well as a smaller area of perivalvular leak in the middle of the noncoronary sinus. His existing bioprosthetic aortic valve was examined and explanted without difficulty. The aortic annulus was then circumferentially debrided and enlarged as there was a considerable amount of pannus ingrowth.